Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor did not alarm for spo2 that was at 80 when low limit was set to 88 or 89 between 9:10 am to 9:15 am. The device was in clinical use at the time the issue was reported. The patient's low spo2 returned to normal with nurses intervention. No patient details were available at the time of the report.

Manufacturer narrative:
The reported product malfunction could not be confirmed. The fse successfully tested the monitor (using a spo2 simulator), and the monitor alarmed as expected for low spo2. However, a malfunction of the device cannot be ruled out. During testing, the fse also observed that the alarm was silenced outside the room at the central station, before being able to silence it in the room at the bedside monitor. The exact cause for the issue remains unknown. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time.